Event description:
Explanting physician reported left side device rupture. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: phone number: e1- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The device is not PMA approved.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/apr/2024.

Event description:
The device is not PMA approved.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.